Event description:
It was reported that a patient underwent a sling procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2004. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures on (B)(6) 2008 and (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that after implantation the patient experienced pain, erosion, recurrence and urinary problems. It was reported patient had revision surgery with vaginoplasty on 03/26/2010 due to vaginal stenosis. (B)(4) - undefined recurrence; urinary problems; vaginal stenosis. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number .